Event description:
Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "blood glucose levels increased" with an unspecified onset date, "the dosage button went to "0", no insulin was delivered" with an unspecified onset date and concerned an elderly male patient (over 80 years) who was treated with novopen 4 (insulin delivery device) from unknown start date due to "device therapy", levemir penfill (insulin detemir) from unknown start date due to "drug use for unknown indication". It was reported that blood glucose levels were normalised since the patient was exchanging the needle for each injection. The patient has fully recovered. Due to his age (over 80 years) the patient was not as strict and consequent anymore, therefore his wife is watching out for him and makes sure needles are exchanged and air-shots are performed. Investigation results: suspect product: novopen 4; batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Suspect product: levemir penfill; batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission following has been updated: patient age group updated. Relevant information updated in narrative. Investigation results were added. Manufacturer's comment added. Manufacturer comment: 18-aug-2017: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). Evaluation summary: investigation results: suspect product: novopen 4; batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Blood glucose levels increased [blood glucose increased]. The dosage button went to "0", no insulin was delivered [device failure]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "blood glucose levels increased" with an unspecified onset date, "the dosage button went to "0", no insulin was delivered" with an unspecified onset date and concerned a male patient (age not reported) who was treated with novopen 4 (insulin delivery device) from unknown start date due to "device therapy", levemir penfill (insulin detemir) from unknown start date for an unknown indication. Medical history was not provided. The patient's wife was reported that even though the dosage button went to "0", no insulin was delivered from patient's novopen 4. Because of that the patient's blood glucose levels were increased to 400 mg/dl and patient was hospitalized on an unknown date. Later the patient had another pen from which the insulin could be delivered and patient's blood glucose levels were normalized with the value of 138 mg/dl. The patient was not performing airshot neither before injection nor after exchange of ampoules. The reporter also reported that the patient's fine motor skills were not good anymore. Action taken to novopen 4 was not reported. Action taken to levemir penfill was not reported. The outcome for the event "blood glucose levels increased" was reported as recovered. The outcome for the event "the dosage button went to "0", no insulin was delivered" was not reported. Suspect product: levemir penfill (insulin detemir) solution for injection, .0024 mol/l. Dose, frequency & route used - unk, unknown. Lot # - unknown.